Event description:
Boston scientific received information that while this patient, implanted with this pacemaker, was visiting her son in the hospital, she experienced a ventricular fibrillation arrest and had to be externally rescued. It was determined that the device was undersensing p-waves and then due to the cross chamber blanking, the ventricular pace would come approximately following the intrinisic ventricular event that was being blanked. The patient's atrial sensitivity settings were adjusted due to low p-wave morphology. The physician is planning to upgrade the patient to a tachycardia device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.